Manufacturer narrative:
(B)(4): the patient is on levothyroxine for thyroid, prozac for depression, and zanaflex for migraines.

Event description:
The reporter contacted animas on (B)(6) 2013 stating that the patient was admitted to the hospital on (B)(6) 2013 for diabetic ketoacidosis with a blood glucose (bg) over 700mg/dl with large ketones, extreme nausea, purple under the eyes and feels awful. The patient was hospitalized for three days. The patient was taken off the pump and started on injections. The reporter stated that there was no issue with the cannula when removed. The reporter stated that they are implicating the pump for the elevated bg's. The basal totals were incorrect. This report is being made due to the alleged hyperglycemic event that the patient experienced due to allegation of a history settings issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 2 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there were no alarms related to the complaint in the history; review of the black box and alarm history shows only typical usage alarms and warnings. A review of the total daily dose history on the date of the event, (B)(6) 2013, showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. During testing, a normal 10 unit bolus and a 10 unit audio bolus were performed successfully and accurately recorded in the pump history. The complaint could not be confirmed or duplicated.